Manufacturer narrative:
(B)(4)

Event description:
It was reported that that while the md was preparing for the procedure following the instruction for use (IFU). The intra-aortic balloon (iab) was not inflated. The md judged the product to be unusable during the procedure. The procedure was completed with a new catheter set without any abnormality. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). The device was not returned to teleflex for investigation therefore the reported complaint of balloon would not inflate in use is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that while the md was preparing for the procedure following the instruction for use (IFU). The intra-aortic balloon (iab) was not inflated. The md judged the product to be unusable during the procedure. The procedure was completed with a new catheter set without any abnormality. There was no patient death, serious injury or patient complication reported.